Event description:
It was reported while using bd vacutainer® serum, foreign matter was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After review and analysis of the customer photos, an unknown foreign matter is seen on the bottom of the tube in the second and third photos. Additionally, there is insufficient evidence of the customer's reported defect of no fill/no vacuum in the photos. A total of 30 retained samples were subjected to a visual inspection for foreign matter, and all passed. Furthermore, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. This complaint has not been confirmed for the indicated failure mode: no fill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 19-sep-2025. Investigation summary bd received 11 samples and 3 photos for investigation. An unknown foreign matter is seen on the bottom of the tube in the second and third customer photos. Additionally, there is insufficient evidence of the customer-reported defect of no fill/no vacuum in the three photos. The customer samples underwent visual inspection for foreign matter, with 2 out of 11 samples failing. They also underwent functional tests for low or no draw, with 1 out of 11 tubes failing. A total of 30 retained samples underwent visual inspection for foreign matter, with none failing. Furthermore, 20 retained samples underwent functional tests for low or no draw, with all tubes being within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter and no fill/no vacuum. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, foreign matter was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.